Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys / expiration date: 14-jun-2020 / (B)(4). Device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 24-jan-2019. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a cardiac perforation occurred during implantation of the leadless implantable pulse generator (ipg). The patient experienced chest pain, back pain as well as cardiac tamponade and pericardial effusion. As a result the patient underwent a sternotomy and accumulated fluid was drained. The ipg was removed. No further patient complications have been reported as a result of this event.